Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening on anterior and white particles in the shell. Leak test and microscopic analysis was performed which identified: sharp on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, g1, h3, h6.